Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. The reported failed accuracy issue was unable to be confirmed. However, delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -15.45% during testing. There was no patient involvement.